Event description:
Reportable based on device analysis completed on 05feb2026. It was reported that crossing difficulties were encountered. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. After the device was used multiple times, there was a problem with balloon wrapping and the device was unable to cross the lesion. The device was removed without difficulty, and the procedure was completed with a different device. There were no patient complications, and the patient condition remained good post-procedure. However, returned device analysis revealed that balloon had a longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 12mm from catheter was returned for analysis. Visual, tactile, microscopic analysis and a wire insertion test was performed on the device. A visual and tactile inspection of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified that the balloon was previously subjected to positive pressure and returned in a deflated state. Further examination identified a longitudinal balloon tear 1.6cm from the distal tip. Microscopic examination of the distal bumper tip revealed it was frayed. The device could be loaded and tracked over a 0.014 guidewire without issue.